Event description:
The customer reports that this 9800 has been having an intermittent boot-up condition for some time. The boot stops at 14 arrows, then after one or two more attempts, it will boot successfully. It works normally when finally booted. There is no injury or risk to a patient.